Manufacturer narrative:
Date of event is estimated. Patient weight is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. As a result, the lead was explanted and replaced to address the issue. Therapy was restored post-operatively.